Event description:
A philips customer support engineer (cse) was at the customer site, and discovered that the device was producing a "speaker malfunction" error message, and the speaker was not producing sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.